Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by a failed front case assembly separating from the mechanical assembly, causing the force to close the door to be higher than expected. The failed front case assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.